Event description:
A vague report was received that the device was inaccurate while being used on a pt. A note with the infusion pump that was received at the service facility stated "pump is not counting fluid correctly. It's saying it is pumping 100 cc/hr-amount is not correct." No additional info was able to be received. No pt injury was reported.